Manufacturer narrative:
This is a duplicate report of 1818910-2013-019273. This report 1818910-2013-17573, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-019273.

Event description:
Release of metal debris in the articulation. High blood levels of cr co ions. Metallosis with foreign body reaction. Revision needed and performed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.